Event description:
During a hand assisted nephrectomy procedure, the device was being inserted into the abdomen when the outer rim of the device tore. There was no patient consequence. Case completed with another device of the same product code.